Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Fluoroscopy was performed, and no lead issues were observed. The physician elected to explant the rv lead and replace it with a new one. The patient¿s condition remained stable.